Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary user mentioned that cubies pop out. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem and section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial & medical device model, section h imdrf annex a grid, imdrf annex g grid, imdrf annex c grid, imdrf annex d grid & manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.1 was failed. A field service engineer (fse) verified that the customer recovered drawer by recover function. Further the fse reset the cubie tray cables and rebooted the station. The system functioned as intended after the resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that cubies pop out. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.1 was failed. A field service engineer (fse) verified that the customer recovered drawer by recover function. Further the fse reset the cubie tray cables and rebooted the station. The system functioned as intended after the resolved the issue.